Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the display of the patient¿s onetouch ping meter was cloudy. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged display issue began at an unspecified date and time during (B)(6) 2016. The patient manages their diabetes with insulin pump therapy. The reporter denied the patient made any changes to their usual diabetes management regimen in response to the alleged meter issue. However, the reporter claimed the patient misinterpreted the reading obtained with the subject meter and one month after the alleged issue began, the patient developed symptoms of ¿shakiness and confusion¿. The reporter denied the patient received medical treatment. At the time of the troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.